Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via email of low blood glucose reading and hospitalization from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer stated that had ems visits in the past 2 years for low blood glucose readings. The customer declined to speak with 24 hour hotline.